Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had prime rewind anomaly and insulin pump was not working. The current blood glucose was 179 mg/dl. Customer also stated that, she has a broken belt clip. Customer stated that when she is priming it instead of seeing drips she sees squirts and suspend the delivery then it goes black. Troubleshooting steps were guided for prime rewind anomaly. Customer states insulin was squirting out during the manual prime process. Customer is calling for technical troubleshooting. Customer reports insulin squirting out during the prime process. Customer stated that, they were not wearing the pump during priming. Did self-test and the insulin pump did not rewind again. Customer reports the drive support cap is sticking out. Customer was not able to continue troubleshooting for the priming troubleshooting guide due to the pump not rewinding. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.